Event description:
The customer reported via phone call indicating that he had low blood glucose but not hospitalized. Customer's blood glucose was 29 mg/dl. The patient was treated with food. The patient has experiencing low blood glucose for 2 months. After the troubleshooting was done, customer was advised to speak with their healthcare provider regarding the low blood glucose. The customer was advised to monitor insulin pump and call back if issues persist. The customer also reported via phone call that he had high blood glucose but not hospitalized. Customer's blood glucose was 292 mg/dl. The customer was treated with insulin pump. The customer was advised to change entire set, reservoir and insulin and treat. Customer was advised to call us back if any other issues arise. The customer reported via phone call that the insulin pump alarm battery out limit. Customer's blood glucose was unknown. The customer was advised to monitor the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.